Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0101918v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4)implanted: (B)(6) 2001, product type: extension. Product ID: 3387-40, lot# j0101918v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. (B)(4)

Event description:
A health care provider (hcp) reported the patient's implantable neurostimulator (ins) had been replaced due to normal battery depletion. The patient stated that they were told in (B)(6) 2015 that the ins battery would be okay until the end of the year, but the ins depleted early than what their hcp told them. In (B)(6) 2015 the patient was informed by their hcp that some of their electrodes were not functioning. The patient's indication for use is movement disorders. An appointment with the patient's hcp was scheduled for (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.